Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call that the device had a blank display. Customer's blood glucose was 388 mg/dl. After troubleshooting, display did not return. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump was received with a blank display and constant tone. After disconnecting the electronic assembly stack and reconnecting the electronic assembly stack, the pump powered up properly. The problem was isolated to the electronic assembly. Unable to perform functional testing due to the blank display. The pump was received with a cracked reservoir tube lip and cracked battery tube threads.